Event description:
It was noted via interdepartmental helpline solutions tracker that customer experienced blood glucose versus sensor glucose differences when blood glucose were not low. Customer states sensor glucose was 348 and blood glucose was 108 mg/dl. Customer declined transfer to helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.